Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated two target lesions. Target lesion one was a de novo, mildly calcified, distal lad (left anterior descending) lesion measuring 2.0x22mm with 80% stenosis. Target lesion one was treated with predilation and placement of a 2.25x24mm taxus liberte stent resulting in 0% residual stenosis. Target lesion two was a de novo, mildly calcified, mildly tortuous, mid lad lesion measuring 2.7x8mm with 80% stenosis. Target lesion two was treated with predilation and placement of a 2.75x12mm taxus liberte stent resulting in 0% residual stenosis. Balloon withdrawal resistance of the 2.75x12mm taxus liberte stent delivery balloon was reported, but resolved "with some assistance to hold the guiding catheter". There were no reported patient complications as a result of this event.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.